Event description:
On sept. 30th, 2025: integrum received unit i7719 with a report form stating that the axor ii has detached from the abutment. No fall or injuries reported. Date of event unknown. Manufacturing investigation performed, the unit has been manufactured according to specification. On oct. 25th, 2025: technical investigation of unit i7719 performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicated, the device passed the manufacturer's tests related to gripping function. Wear was found on some components not impacting the grip. During service, worn components were replaced, the device was thoroughly cleaned and functionally tested according to specification with approved results. Integrum has provided a feedback report highlighting the importance of donning the axor ii according to the IFU and that the device shall not be used if a stable connection cannot be achieved.